Manufacturer narrative:
The customer¿s report of error code 240.4150 was confirmed. Review of the pump module error logs confirmed once instance of error code 240.4150 (sensor broken high failure) that occurred on (B)(6) 2019 at 7:20 am. The proximate cause of the customer report of error code 240.4150 is suspected to be due to a faulty upper pressure sensor. No device was returned for investigation. H3 other text: no devices received, log review only.

Event description:
It was reported there was a pump module error code 240.4150 (fatal) - bottle side pressure sensor/ voltage too high on (B)(6) 2019. The pressure sensor was not replaced, and it passed pm on (B)(6) 2019 with recalibration for accuracy. There were no issues with the bezel. Although requested, there was no further information given regarding the event or patient impact.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported there was a pump module error (code 1 240.4150 (fatal) - bottle side pressure sensor/ voltage too high) on (B)(6) 2019 at 07:20:48. Customer reports, "the unit passed its pm on (B)(6) 2019 without the sensor being replaced. It had to be recalibrated for accuracy. A bezel check was done; bezel was good."